Event description:
A report was received that the patient was experiencing pain and discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was moved six inches away from the spine. The patient was doing well postoperatively.